Event description:
The dental implant fx6010swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 11 months after implantation. The doctor indicated that bone resorption and peri implantitis may have caused the implant removal. The patient has history of diabetes and has been recovered without complications.